Event description:
It was reported that within approximately 11 day of implant, the patient presented with diaphragmatic stimulation from the left ventricular (lv) lead. The polarity of the lv lead was reprogrammed and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.